Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was poor sleeve function and leakage occurred, foreign matter was also discovered. There was no patient or user impact. The following information was provided by the initial reporter, translated from finnish to english: no impact to patient customer has found contaminated package. Couple of needles also let blood through. Incident occurred during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was poor sleeve function and leakage occurred, foreign matter was also discovered. There was no patient or user impact. The following information was provided by the initial reporter, translated from finnish to english: no impact to patient customer has found contaminated package. Couple of needles also let blood through. Incident occurred during use.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure modes for foreign matter and sleeve leakage were observed. The nature and origin of the foreign matter seen on the unit packaging could not be determined from the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and sleeve leakage. Bd was not able to identify a root cause for the indicated failure modes.